Event description:
It was reported that several months postoperatively, the suture was in the vaginal vault, with granulation tissue, at the wound site. The suture cut was cauterized and the wound was reclosed. The patient's condition was reported as fine.